Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that one touch ultra link meter prompted the apply sample message on the meter display. The reporter did not mention that the patient suffered any symptoms or sought medical attention. The customer service representative was not able to troubleshoot with the reporter because the reporter did not have the meter with him. This complaint is being reported because the issue was not resolved during troubleshooting. There was no mention of any symptoms or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and if either the meter or strips do not pass inspection, lifescan will inform FDA on the results in a supplemental report.